Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - the operative report and pictures of the patient revealed that it was the patient¿s right breast prosthesis that deflated, not the left breast prosthesis. - lot number has been updated from 7617389 to 7588289. Serial number has been updated from (B)(4) to (B)(4).. New lot number and serial number correspond to the patient¿s right breast prosthesis. A manufacturing record evaluation is in progress for lot number 7588289. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device (the patient¿s right breast prosthesis). Device evaluation summary: according to the information provided, the patient experienced a deflation of the right breast implant. During evaluation of the sample, it was observed with no apparent damage. Leak testing was performed and it revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 3501460 and lot number 7617389) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During evaluation of the device, a tear was observed on the anterior and extending to posterior view, measuring approximately 6.2 cm. No other anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is a concomitant device, no further analysis is required. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of left breast prosthesis. Concomitant medical products: mentor smooth round spectrum 375cc saline breast prosthesis, catalog #3501460, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round spectrum 375cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 535cc gel breast prostheses on (B)(6) 2019.